Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient in room 4008 did not generate an alarm for "torsade de pointe". No known patient impact. Awaiting additional information.